Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the ins being tilted was not determined. The rep reported that the doctor felt the pocket may have been a little too big, so he made the pocket a tighter fit. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that one of the leads migrated up to t7 from t8. The rep also reported that the battery was tilted inward inside the pocket making it difficult to recharge. The hcp pulled the lead down to t8 and anchored it. The rep reported that the hcp also revised the pocket, so the battery would lay more flush with the skin. The issue was resolved. No further complications were reported.